Manufacturer narrative:
Malfunction was verified. Shutdown issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by correction injection via manual injection. Additionally, it was reported that the pump shut off unexpectedly. Customer reverted to an alternate method of insulin delivery.